Event description:
It was reported that this artificial urinary sphincter (aus) stopped cycling. A surgical procedure was performed, during which a hole in the balloon was noted; therefore, the component was removed and replaced. No patient complications were reported.